Event description:
Drug-drug interaction resulting in adverse reaction: patient began ect on 11/06 while on lithium 600 mg. Using succinylcholine 140 mg and etomidate 20 mg. Provider assessment the next day did not identify significant deficits in movement, however patient described feeling weak and that it was difficult to talk and it ''triggered a lot of dreams." Provider running ect clinic was able to talk with patient about continuing ect treatment. Patient continued on ect therapy while on lithium 600 mg for schizoaffective disorder and noticed positive changes in his mood. On 11/17 patient underwent his 6th ect treatment. Anesthesia reported using dexmedetomidine 20 mcg, etomidate 20 mg, succinylcholine 140 mg, and midazolam 2 mg. Patient received his last dose of lithium on this day. On 11/18 the provider noted the patient laying down at an awkward angle on the bed with profound neurovegetative symptoms. A slight tremor and rocking was seen as well as bilateral weakness in upper extremities. Initial thoughts was side effect from ect and the provider lowered the lithium dose from 600 mg to 300 mg. On 11/20 the lithium level labs came back as a non-toxic level of 0.53 but was discontinued anyway due to unclear benefit and possible side effect of delirium in combination with ect. Patient was able to follow commands and give short answers. On 11/21 the provider noted delirium symptoms to be resolving and the patient was agreeable to continue ect treatment. Ect treatments were the suspended again due to short-term memory loss and concentration difficulties. Since 11/17 patient has not received any further lithium or ect treatment. There is a known interaction between lithium and succinylcholine as lithium may enhance the neuromuscular-blocking effect of succinylcholine and alike mediations. Case reports describe enhanced effects of succinylcholine when combined with 600-1200 mg of lithium. 1n vivo animal studies have also shown that lithium prolonged the time required for recovery from panuronium neuromuscular blockade. Rationale is thought to be decreased acetylcholine release and/or receptor density induced from lithium interaction.